Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
This report is being filed as the evaluation result codes, evaluation conclusion code, and additional manufacturer narrative have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead connected to this device was surgically abandoned and replaced due to pacing impedances greater than 2000 ohms, noise, oversensing, and pacing inhibition. No additional adverse patient effects were reported. This device remains in service with the new lead.